Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a single compressor malfunction alarm, the companion 2 driver continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the companion 2 driver exhibited a single compressor malfunction alarm while supporting a patient.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. Review of the patient data file revealed one single compressor malfunction alarm, thus confirming the customer-reported issue. During investigation testing, the single compressor malfunction alarm could not be reproduced. However, debris found on the compressor, along with an abnormal noise during use, indicated a potential degradation in compressor performance. The most likely root cause of the single compressor malfunction alarm was a malfunction of the primary compressor. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia authorized distributor, reported that the companion 2 driver exhibited a single compressor malfunction alarm while supporting a patient.